Event description:
It was reported that the patient suffering from swelling presented in the hospital. Infection due to recent system implant procedure was observed. The system was explanted. The patient was stable during and after the procedure. On (B)(6) 2017, a new system was implanted.